Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective potassium electrode, chloride electrode, reference solution and r1 syringe. The fse replaced the potassium electrode, chloride electrode, reference solution and r1 syringe. To resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
A customer in brazil alleged erroneous low sodium (na) patient result were generated on system au681-10e, chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data for review.